Event description:
Review of service data detected a reportable event. During servicing, there was a capacitor voltage fault on monitor sn (B)(4). The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the c19 capacitor positive green wire was damaged, causing the capacitor to arc when charged. The cause of the capacitor voltage fault is the arc at the capacitor. The cause of the arc is the damaged green wire. The root cause of the damaged green wire cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged wire. The last patient to use this monitor did not report any deficiencies.